Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Part and lot identification are necessary for review of device history records, neither were provided. No product was returned; visual and dimensional evaluations could not be performed. Complaint history review cannot be performed without product identification. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Products were implanted sometime in (B)(6) 2020. Concomitant medical devices: item number: unknown, item name: unknown glenoid, lot number: unknown; item number: unknown, item name: unknown head, lot number: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03778, 0001822565 - 2020 - 03779. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported patient has ongoing pain and difficulty ambulating post-revision. Patient is also experiencing complications due to an allergic reaction of nickel and titanium. Attempts have been made and no additional information is available at this time.